Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, it was reported that the patient was at a restaurant and his cgm was reading 120 mg/dl on his tandem insulin pump. Per the patient¿s normal routine, before meals, he dosed himself with 5 units of insulin. Shortly after this, the patient began to feel lightheaded, was sweating, and felt like he was about to faint. At this time, the patient¿s cgm was reading 109 mg/dl but the patient did not have a bg meter on him to use for comparison. However, he felt like his bg level was in the 30-40 mg/dl range. The patient¿s wife called emergency medical services (ems). While waiting for ems, the patient¿s wife gave the patient apple juice as treatment. Once ems arrived, the patient stated he was ¿coming out of it¿ and that he was ¿okay¿. Ems did not provide the patient with any medication or treatment. Once the patient was back at home, the patient¿s cgm was reading 120 mg/dl while his bg meter was also reading 120 mg/dl. The patient continued to wear the same sensor. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once the patient was back home, the reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.